Event description:
It was reported that loss of capture on leads was observed. Leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.